Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va1gfdq, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient experienced bleeding after craniotomy. Diagnostics that were performed included post-operative CT and monitoring in the intensive care unit (ICU). The patient was hospitalized and suffered a seizure 7 days later, which led to an extra three day stay in the hospital. The issue was reported to be resolved at the time of this report. No further complications are anticipated. The patient was implanted for unknown symptoms. Refer to manufacturer report #2649622-2017-07642 for details pertaining to the reportable related event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep indicating the patient would be moving onto stage 2 surgery, and that they experienced some weakness on their left side but overall were doing okay.